Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 70-120mg/dl fasting. Verified test strips expire 08/31/2017. Confirmed customer's test strips are being stored properly and opened vial (B)(6) 2015. Customer performed a back to back blood test 202mg/dl and 208mg/dl fasting. Reviewed meter memory (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 70-120mg/dl fasting. Verified test strips expire 08/31/2017. Confirmed customer's test strips are being stored properly and opened vial (B)(6) 2015. Customer performed a back to back blood test 202mg/dl and 208mg/dl fasting. Reviewed meter memory 215mg/dl, (B)(6) 2015 06:07:00 pm, fasting:yes. 239mg/dl, (B)(4) 2015 05:51:00 pm, fasting:yes. 198mg/dl, (B)(6) 2015 11:33:00 am, fasting:yes. 149mg/dl, (B)(6) 2015 06:33:00 am, fasting:yes. 113mg/dl, (B)(6) 2015 09:30:00 pm, fasting:yes. Customer is concerned with the results of 215 and 239mg/dl in the meter's memory. No adverse event reported.